Event description:
It was reported that a malfunction occurred with the pump while it was in the shade at the pool. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide specific information. Technical support provided guidance on resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to monitor the pump and to contact support if any issues reoccur.